Event description:
It was reported the pt has experienced speech problems recently. The pt inquired about compatibility testing and labeling in regards to the effects of metal screws and teeth. The manufacturer reviewed the info with the pt and redirected the pt to contact the physician. Additional info has been requested, a follow-up report will be submitted when/if additional info becomes available. Refer to medwatch report #6000153200802085. The manufacturer reviewed with the pt there is no compatibility testing and/or labeling for the procedure or activity noted.